Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-op check, the atrial lead was found to be dislodged. No patient symptoms were reported. The lead was successfully revised on (B)(6) 2015.